Event description:
Additional information received identified the patient's clinic wanted to confirm the validity of the pressure sensor readings. As a result, the patient underwent a right heart catheterization on (B)(6) 2019, where the sensor was recalibrated, and the cm mean was increased by 31 mmhg. It was noted the sensor was implanted in a vessel smaller than an ideal recommended size (7mm-11mm)

Event description:
It was reported that the patient¿s readings are consistent with signs of dampened waveform. It has been recommended the site consider further evaluation to determine the potential cause of the reduced blood flow past the sensor. Procedure for a right heart catheterization has been scheduled for (B)(6) 2019. No additional information is available at this time.